Manufacturer narrative:
(B)(4). Batch # m54n7y. The analysis results found that the tct75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that during a pneumonectomy procedure, misformed staples at the parenchym, stapled no hard structures, took new instrument, same problem, sutured by hand, no further information is available. There were no adverse consequences for the patient reported.